Manufacturer narrative:
Additional information received on 13 april 2017 and includes: cardan hex-head screwdrivers 3.5mm was used during surgery. This issue caused a delay of 20 minutes. Batch reviews performed on 08 may 2017. Lot 135327: (B)(4) items manufactured and released on 05 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cancellous bone screw flat head ø 6,5 l 35, code 01.26.65.35, lot. 163595 (k103352). Approx (B)(4) items manufactured and released on 22 september 2016. Expiration date: 2021-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
It was impossible to put a the screw into the cup during surgery. The surgeon said that the problem was the screw. He tried to use 2 different screwdrivers, then he changed the screw. Despite that, he couldn't insert the screw. The surgeon used another company screw and completed the surgery successfully. This issue caused a delay of 20 minutes.